Manufacturer narrative:
The customer reported the incident device is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device sparked and caused a flare/burn during a tonsillectomy with adenoidectomy. The injury occurred to the patient's left anterior area of the tongue, excoriation. A covidien forcefx generator was in use at coag 25.